Event description:
It was reported that, of the lot of real intelligence cori consoles sent to this lab, only one of them had ri.hip installed onto them as the license had expired on other. One of these units was successfully booted up to ri.hip and left turned on. The second cori had troubleshooting procedures to get ri.hip installed. This included uploading a new license to a flash drive and swapping via a keyboard and mouse. All to no success, a rep present had another real intelligence cori demo pelican and supplied a third real intelligence cori to turn on and working. At this time, the first cori that was successfully booted up began to have serious issues, the screen went dark and fans shut down. Moreover, the small touchscreen on the console was now frozen on the power button screen. Soon after this problem spread to the cori that did not have ri.hip installed as well as third cori monitor turned black, fans shut off, and console screen was stuck on the power button. Multiple troubleshooting attempts were made including turning off and on, reinstalling software, changing license. No solution worked. It was thought that the power current in the building fried the consoles. No case involved; therefore, no other complications were reported.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with software installation problem. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The real intelligence cori, part # rob10024, serial # sn (B)(6) intended for use in treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Console seems to function normally, screen was not observed to go black, console remained powered on and fully functional during testing. A log file review was performed. The reported problem was confirmed. The log files indicate that the displayport video feed connection was interrupted during use of the hip application. Attempts to recreate this failure by causing tablet and touchscreen disconnects confirms that dp-6 correlates to the tablet, and this was a tablet disconnect. Although the reported problem was not confirmed through a visual or functional evaluation, log files confirm that the displayport video feed was lost during use of the hip application. This was recorded as a one display permanently lost, which suggests that the video feed interruption was the result of a hardware change. The most likely cause of this issue seems to be that the tablet video feed was lost, either due to a physical disconnect, or an intermittent wiring connection in the cable. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during lab demo, a real intelligence cori console presented problems to get the ri.hip software installed. Even though troubleshooting was performed, which included uploading a new license to a flash drive and swapping via a keyboard and mouse, the issue was not solved. It was suggested that the power current in the building may have fried the console. As there was no patient involvement, no other complications were reported.